Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door while ending their pd treatment. The patient reported fluid was discovered on the cassette exterior and leaked from the bottom of the pump door. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to the leak. The cause of the leak is unknown. Upon inspection the cycler set cassette film was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) and a new cycler was issued to the patient. Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door while ending their pd treatment. The patient reported fluid was discovered on the cassette exterior and leaked from the bottom of the pump door. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to the leak. The cause of the leak is unknown. Upon inspection the cycler set cassette film was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) and a new cycler was issued to the patient. Additional information was requested however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door while ending their pd treatment. The patient reported fluid was discovered on the cassette exterior and leaked from the bottom of the pump door. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to the leak. The cause of the leak is unknown. Upon inspection the cycler set cassette film was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) and a new cycler was issued to the patient. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Additional information: a2, a3, a4 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.